Event description:
It was reported that pump experienced repeated malfunction alarms, including current event where malfunction code displayed. It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. There was no reported assistance from third parties. Customer initially took no action for high blood glucose, then contacted technical support, who advised against continued use of pump due to repeated malfunctions, assisted with pump reset so customer could use it until replacement arrived, arranged shipment of replacement pump with updated software.